Manufacturer narrative:
Slow-firing mode reduces stump oozing during pulmonary vessel stapling takuya kohama, masayuki tanahashi, haruhiro yukiue, takeshi yamada, eriko suzuki, naoko yoshii, takuya watanabe, hiroyuki tsuchida, kosuke shibata, takumi endo ame publishing company, 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study to evaluate whether deliberate surgeon-controlled slow-firing of the powered staplers reduces stump oozing compared with default automatic fast-firing mode during pulmonary vessel transection. The study included 139 patients from january 2023 to december 2024. The intraoperative complication of prolonged oozing [slow bleeding] was noted in some of the cases but resolved without intervention or with minor interventions including manual compression, suture ligation, and/or topical sealant.